Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. (B)(4).

Event description:
Patient¿s right hip was revised approximately 1 month post-implantation due to periprosthetic acetabular fracture. During the procedure, all components were removed and replaced. There has been no further information provided and patient outcome is unknown.

Manufacturer narrative:
This follow up report is being filed to relay updated, corrected and additional information. Initially reported incorrectly - product has no UDI. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found that were relevant to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.